Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02972. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may take place to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2019-02972. Additional information received that patient underwent surgical intervention where in the both the leads were explanted and replaced. Effective therapy restored post-operatively.